Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery right lower lobe lobectomy, the staple line leak resulting in pneumothorax massive emphysema. There was tissue damage reported. Pigtail placement into right chest was guided with computerized tomography (CT) scan placed on wall suction and patient was prescribed pain medications. Hospitalization was also extended for three days.